Event description:
Additional information was received. Subsequently, a replacement procedure was performed. This device was removed and will be replaced in the next few months. No further patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was hospitalized due to erosion. A revision is intended. There were no additional adverse effects reported.

Manufacturer narrative:
As of this date, this device remains implanted. Should additional information become available, this event will be updated.